Event description:
The patient reported that the needle released on its own. The patient stated this happened on (B)(6) 2021. The patient stated she did not accidentally hit the needle release button. Patient was at work when this occurred and was unable to fill and apply another v-go device.